Event description:
As reported: "patient was having a bunionectomy and osteotomy of the first left metatarsal. Podiatry resident was drilling into the bone when the drill bit broke and imbedded into first metatarsal bone. The broken drill bit is fully imbedded and will not be removed per dpm".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.